Event description:
It was reported that the patient presented for a routine device change out. Prior to the procedure, it was noted that the pacemaker and the right ventricular (rv) lead exhibited noise episodes, resulting in oversensing. The pacemaker was explanted and replaced. The rv lead was capped and replaced. The patient condition was stable. Related manufacturer reference number: 2017865-2024-33916.

Manufacturer narrative:
Reported event of over-sensing could not be confirmed. As received the device was at elective replacement indicator (eri) level and no anomalies were noted. Functional testing was normal. No problem was detected.